Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and required assistance from another person; however, no specific value, treatment, or additional information regarding the low bg event was provided. Reportedly, customer has an autoimmune disorder and believes that a recent increase in vitamin d many be affecting the amount of insulin that they require on a daily basis. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.